Event description:
In 2006, pt was admitted for elective surgery to have a transurethral implant of tegress material. Pt was seen at scheduled intervals post operatively. At the pt's 3 week appointment, pt still complained of urgency and stress incontinence. Pt was offered subsequent injections or other alternatives. Pt was seen again 2 months later, at which time she complained of constant incontinence, pain with intercourse and feeling of a bulge in her urethra. Cystoscopy was done at that time which revealed urethral erosion of the tegress material. Pt had the material surgically removed.